Manufacturer narrative:
Service inspected the architect c4000 processing module and determined the sample probe as the likely cause of the discrepant results as it was bent and misaligned. Service replaced and realigned the probe and cuvette nozzle tip which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the sample probe did not identify any trends. A review of the scorecard identified no similar issues related to the architect system, likely cause parts, or discrepant results as described. A review of tracking and trending of the architect c4000 processing module did not identify any trends associated with the complaint issue. A review of historical data found no non-conformances related to the current complaint. Labeling was reviewed and provides adequate information regarding the troubleshooting of erratic/discrepant results. Based on the investigation, no systemic issue or deficiency for the architect c4000 processing module for sn (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed discrepant magnesium results generated on the architect c4000 processing module for multiple samples. Results provided: (customer¿s magnesium reference range =1.6 - 2.6 mg/dl) sid (B)(6) initial result = < 0.6 mg/dl, repeat sample on same analyzer = 0.7 mg/dl, repeated on another c4000 = 2.0 mg/dl sid (B)(6) initial result = 6.0 mg/dl, repeated on another c4000 = 2.1 mg/dl no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Completed information patient identification: sids (B)(6).